Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a cerebrospinal fluid leak during their trial system implant procedure. The csf leak occurred during the placement of the second trial lead. As a result, the second lead was removed and a blood patch was performed, after which the patient was admitted to the hospital. The patient had a headache following surgery. The patient's two other scs systems were then explanted on an unknown date as the next course of action to help alleviate the patient's headache. The patient will follow up with her physician to determine if any further action is needed to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient was released from the hospital as her headache was "much better." No additional intervention is planned and the issue has reportedly resolved.